Event description:
The reporter was a home health nurse, calling for her pt who had received an er1 message one time, several weeks or months ago. She stated that he knows how to use his meter, and has been using it since 1997. She said that she was not present at the time and that she didn't believe that he did anything differently after obtaining the er1, but also said that she doesn't believe he would recall what he did, since it had happened weeks or months ago. She reported that he has not rec'd any er1 messages since then. According to her info, his bg's lately have been in the 250 to 300 range and the dr has adjusted his am dose because "they are high" (eg, 300's).